Event description:
A dialysis facility administrator requested that a machine be checked for proper operation. A pt c/o nausea and vomiting during treatment and was admitted to the hospital with a ph of 7.0. There were reportedly no alarms and machine parameters were within acceptable range.